Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking from the filter. They stated that they noticed the leak about thirty minutes after the infusion started. Mmd did follow up with the initial reporter. They stated that the patient did miss the scheduled dose of medication, but that they had not had any adverse effects due to the missed dose or the complaint. No additional information was provided. (B)(4).